Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a review of manufacturing records, a search for similar complaints, and a review of labeling. A review of our manufacturing records did not identify any issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. A review of architect (B)(6) reagent package insert and msds sheet concluded that the event described in this complaint is classified as personal injury due to incorrect use. Based on the available information no malfunction and no product deficiency of the architect (B)(6) reagent, list number 06c37, lot number 26615li00, were identified.

Event description:
A technician was splashed in the eye while installing the reagent septum into the architect anti-hcv reagent microparticle bottle. The technician was not wearing eye protection. The technician washed his eyes and face with tap water after the incident. He saw a doctor who recommended use of antiseptic eye drops for precaution. The ticket text indicated the technician had previously been vaccinated for 'hepatitis markers'. The technician was tested for hbsag, hcv and hiv which were all negative. (B)(6). No other treatment information was provided.

Manufacturer narrative:
(B)(6). This report is being file on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete